Manufacturer narrative:
Sample was (B)(4) uncapped tube. Sample appeared to have low volume when bci questioned the customer and asked them to visually inspect. This was a ccu drawn sample and appeared milky colored. Per customer, ccu samples can commonly have contaminates. No service was requested. The customer acknowledged that this was a short sample scenario event.

Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose (glu) indicated one patient did not match when running in duplicate mode on the unicel dxc 800 pro synchron clinical system. The customer did not call and complain to bci about this sample. One glu sample result of 402 mg/dl and then run in duplicate mode yielded a result of 512 mg/dl. Customer reran on same instrument and obtained results of 529 and 520 mg/dl. Result of 512 mg/dl was reported there was no affect to patient as a result of this event.